Event description:
It was reported the pt had lost stimulation, and was receiving a low battery flag. The physician replaced the ipg with a rechargeable ipg.

Manufacturer narrative:
Complaint could not be confirmed. As received, communication testing with the ipg revealed an end of life (eol) warning message. The eol flag was cleared using the wdl communication utility. A pulse load test was performed to clear passivation. Communication testing post pulse load testing revealed that the eol warning message was no longer present. This is an indication that the eol warning message was due to battery passivation. An estimate of longevity was calculated using document 51-5131 and the two pt programs provided. Based on the calculation, one of the programs should last between 15 - 68.8 months. The second program should last approx 11.1 months. The ipg was implanted for about 10 months. The analysis results revealed that the ipg was explanted before end of life. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.